Manufacturer narrative:
H11: additional manufacturer narrative: b4, d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Based on the information available, the complaint was confirmed through medical records, but a definitive root cause cannot be conclusively determined. Patient factors likely caused or contributed, including end stage renal disease (with the patient on hemodialysis) and liver failure. An edwards defect has not been confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through implant patient registry and later through medical records that a patient with a 29mm 11400m mitral valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 9 months due to degeneration, severe stenosis, and moderate regurgitation. The patient presented with decompensated heart failure. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was transferred to pacu in stable condition post procedure. Per medical records, the patient presented with decompensated heart failure and severe mitral stenosis due to premature structural degeneration of the bioprosthetic mitral valve. The patient was evaluated and deemed to be at very high risk for surgical intervention. The patient underwent a valve-in-valve procedure. A 25mm 9755rsl transcatheter was used. The transcatheter valve was successfully implanted. The patient tolerated the procedure well and was sent to pacu in stable condition. On pod# 4, the patient has his malfunctioning dual chamber pacemaker removed and replaced with leadless vdd pacemaker via right common femoral vein. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.